Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. Far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead which may have caused device classified false detection of some atrial tachycardia/atrial fibrillation (at/af) episodes. Undersensing was also noted on the his bundle right ventricular (rv) lead. No further patient complications have been reported as a result of this event.